Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the drainage valve to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The returned drainage valve has been tested in a compressor, then the compressor was connected to a ventilator. The compressor after that, was started and the ventilator was set on ventilation for 2 hours. It was not possible to reproduce any issue, as the valve of the drainage valve opened every 30 seconds and it blew out the condensed water to the drainage bottle. The reported issue with the drainage valve failure, could not be reproduced. Therefore, no root cause can be established. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. A correction of field # d1 brand name, # d4 version or model #. D1 brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).